Manufacturer narrative:
The actual device will not be returned for eval. Therefore an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the mfg process. Device discarded - not returned for eval.

Event description:
It has been reported to us that a dissection of the vessel occurred while the guide catheter was in place. The physician inserted the guide catheter into the pt. During catheterization and stent placement the diagnostic catheter was inserted without any difficulty. The physician inserted the guide catheter and while attempting to engage the right coronary artery, the guide catheter kinked resulting in a sharp edge to the catheter which tore the iliac artery. The dissection was repaired with a stent. The device will not be returned for eval.